Event description:
It was reported that the pt was treated with glucagon for low blood glucose levels.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. The reporter states the pt is blind and may not have programmed correct bolus doses. No conclusions can be made at this time.